Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified striated opening on patch, anterior and posterior and creases fold. Based on the device analysis the final assessment is: a striated opening on patch (shell bond edge), anterior and posterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.